Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh and bard pelvicol acellular collagen matrix were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that mesh was implanted on (B)(6) 2004 due to pelvic organ prolapse, stage iii vaginal vault, stage iii rectocele, enterocele and cystocele with concurrent abdominal sacral colpopexy, abdominal vaginal rectocele repair, spt and r salpingectomy. It was reported that following insertion the patient experienced pain, erosion, extrusion, bowel problems, organ perforation, recurrence, bleeding, and dyspareunia. It was reported that patient underwent mesh revision/removal in (B)(6) 2012 due to pain and bleeding. (B)(4).